Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported that the patient was having a revision done on (B)(6) 2016.

Manufacturer narrative:
Section references the main component of the system and other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome and spinal pain. It was reported that the patient fell 2 months ago and then again a week ago in the shower. Group and electrode impedances were done on (B)(6) 2016 . All impedances were out of range greater than 40,000 ohms except electrodes 11 and 14. There was no therapy at 10.5 v. The patient was having a consult to have their paddle replaced and being scheduled for a new paddle implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.